Event description:
The doctor was performing a breast biopsy, had taken two samples and was about to take the third sample when the probe cutter jammed. No sample was retrieved. The doctor replaced the probe and completed the case with no pt consequence.